Manufacturer narrative:
Title: switching monopolar radiofrequency ablation improves long-term outcomes of medium-sized hepatocellular carcinoma source: european radiology (2021) 31:8649¿8661. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from 2008 to 2014, a retrospective study to analyze outcomes of 139 patients with medium-sized hepatocellular carcinoma (hcc) treated with either switching monopolar radiofrequency ablation (sw-rfa) or single-monopolar radiofrequency ablation (s-rfa). Sw-rfa was performed using 3-4 cm covidien cool-tip ablation probes and s-rfa was performed with either the covidien cooled tip ablation probe or a competitor device. Minor complications with post ablation hemoglobin decrease >2 g/dl (6 patients), post ablation seroma (asymptomatic) (1 pt), minimal ascites (asymptomatic) (9 pts), and minor electrolyte imbalance (1 pt).